Event description:
The clinician reports the implant was inserted on (B)(6) 2013 in ada 12. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.